Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the image flickered due to a communication failure caused by a failure of the cable (such as disconnection). A definitive root cause cannot be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the camera head¿s image ¿flickers¿. The event was observed during a therapeutic ureteroscopic surgical procedure. The patient was not under sedation, there was no procedural delay, and the procedure was completed using a similar device. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed due to a defective cable. A cable disconnection was also noted. This event is under investigation. A supplemental report will be submitted upon receiving additional information.